Manufacturer narrative:
According to the field, the lv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibited abnormal pacing impedance measurements and loss of capture. An x-ray taken had shown the lv lead was fractured. Surgical intervention was performed and the lv lead was abandoned and replaced. The fracture was believed to be the result of the suture sleeve haven been fixed too tight to the lv lead. No additional adverse patient effects were reported.